Event description:
The physician elected to use the lariat-device to ligate the left atrial appendage (laa) . An effusion developed while approaching the laa. Although the effusion was being managed by the physician, he decided that the patient be surgically opened to address the bleeding. The surgeon found a perforation at the distal tip of the laa similar to the size of the endowire. The surgeon clipped the laa. The patient was reported to be stable and doing fine.

Manufacturer narrative:
The device was not returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.